Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with an angel wing. The customer stated that the needle separated from the hub and remained in the pts arm. The needle was able to be removed from the pts arm.